Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level at time of incident was 270mg/dl and current blood glucose level was 469mg/dl. The customer had symptoms such as difficulty in breathing and nausea. Customer treated high blood glucose by blousing based on meal she ate. Customer declined to troubleshoot and high pressure test for high readings. The drive support cap was normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The product was not returned for analysis.